Event description:
On (B)(6) 2012, pt reported it took her infusion device 50 units of insulin to prime out the infusion set tubing. Pt stated her blood glucose level was 454 mg/dl today and she has changed to her backup infusion device. Pt reported her blood glucose level was 375 mg/dl this morning and she took 9.0 units of the insulin. Pt reported her blood glucose level was 454 mg/dl at lunch time without eating since breakfast this morning. Pt stated she took 5 units without eating anything for lunch. Pt is currently on her backup infusion device. Pt reported she had a blood glucose reading back down. Pt's normal blood glucose range is 100-130 mg/dl. Pt reported she didn't need any outside assistance for either of the elevated blood glucose readings. Pt stated she changed her insulin cartridge on monday and the battery last week. Pt reported the infusion device did not display any error messages. Pt stated she has experienced elevated blood glucose levels since monday of this week. Pt reported the adapter was changed in june; advised to change with every 10th cartridge change. Pt stated there is insulin dripping after priming. On f/u call on (B)(6) 2012 pt reported her blood glucose levels have come back down to normal while using the backup infusion device and everything is working as intended. Pt stated she felt like she was not getting enough insulin from the infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, infusion set, adapter and insulin cartridge for eval.